Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). After these two samples were initially tested, the customer noticed that a third patient sample resulted as <0.05 uiu/ml. This caught the customer's attention, so she pulled the first two samples, re-centrifuged them, and repeated them. The third patient sample was also repeated and resulted with the same value. Of the first two repeated samples, one had an erroneous initial result that was reported outside of the laboratory. The sample initially resulted as 0.046 uiu/ml accompanied by a data flag. The sample was repeated twice, resulting as 5.10 uiu/ml accompanied by a data flag and 5.07 uiu/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot number was 22637600, with an expiration date of 30-nov-2017. The customer stated that she noticed red cells in at least one sample when she pulled them to rerun. The field service engineer could not determine a cause. He cleaned a dirty gripper finger. He flushed and cleaned a reagent probe. He replaced a sipper probe since the coating was flaking. He replaced pinch valve tubing and adjusted sipper probe heights. He successfully completed a system volume check, a photomultiplier tube high voltage check, performance testing, and a blank cell calibration. The customer successfully ran calibration and quality controls.

Manufacturer narrative:
The quality control values were within specifications. From analysis of calibration and control data, a general reagent issue can most likely be excluded. The most likely root cause is related to inconsistent use of rack adapters for 13 mm tubes. Rack adapters are required when 13 mm tubes are used for testing. Other possible root causes for this event may be related to sample quality or insufficient maintenance.